Manufacturer narrative:
Other relevant device(s) are: product ID: 8731sc, serial/lot #: (B)(4), ubd: 11-sep-2015, UDI#: (B)(4). The pump was returned, and analysis found no anomaly. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare professional (hcp) via a clinical study regarding a patient receiving prialt 1 mcg/ml for a total dose of 0.6006 mcg/day, bupivacaine (unknown dose and concentration), and hydromorphone 14 mg/ml for a total dose of 8.408 mg/day via an implantable pump. It was reported at a refill procedure on (B)(6) 2019, a pump reservoir volume discrepancy was noted where 8 ml of reservoir injectate was expected and 12 ml was withdrawn from the pump. The patient was sent for catheter evaluation on (B)(6) 2019 which revealed the side port was non-aspiratable. At time of pump replacement on (B)(6) 2019 surgical observation revealed that the pump segment of the catheter was occlusion. On (B)(6) 2019 the pump was explanted and replaced and the catheter was revised where the pump segment was explanted and replaced. The outcome of the event resolved without sequelae on (B)(6) 2019. The clinical diagnosis was unsatisfactory analgesia. The etiology of the event indicated the relationship of the event to the device or therapy was related and indicated the relationship of the event to the implant procedure was not related. The event date was (B)(6) 2019. No further complications were reported.